Event description:
Event reported as: the device caused injuries to an (B)(6) patient's mouth, tongue and to the tonsil column. Surgery was required to suture the tonsil for hemostasis. Further information has been requested but not received yet.

Manufacturer narrative:
There is no sample to investigate. Evaluation: no sample or lot # to investigate. Pictures provided showed injuries but not component. Samples were taken from warehouse and examined. Result - other: samples taken from the warehouse did not show any condition that could cut a patient's mouth as described in the complaint. Reviewing complaint history showed no other similar complaints. According to the IFU, there are no situations that can cause the injuries observed on the pictures. Conclusions -the complaint cannot be confirmed. No corrective action will be implemented. If more information becomes available, complaint will be re-opened.